Manufacturer narrative:
Date of event is estimated. D6b - date of explant- exact date is unknown.

Event description:
It was reported that the patient experienced ineffective therapy with their scs system. As a result, surgical intervention took place in (B)(6) 2024 wherein patient's ipg was explanted and replaced with a competitor ipg to address the issue. Exact date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.